Manufacturer narrative:
This complaint was previously submitted under mrn 3012307300-2026-04178 on 24-apr-2026. A system issue required a new complaint record to be created. All information related to this event will now be submitted on this mrn investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for "air in line" several times, requiring the patient to go to the outpatient clinic to resolve the issue. There was some delay in therapy, although it did not cause any harm to the patient.

Manufacturer narrative:
D9 - date returned to MFR: 07-may-2026. H3 and h6 codes: updated. The returned pump was visually inspected, and no abnormalities were observed. Functional testing was conducted, but the reported 'air in line' issue could not be reproduced. The event history log was found that no air alarm displayed. The probable cause remains undetermined.